Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 was auto-cycling while on a patient, the unit got a disconnect alarm and the vent went inop. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The ltv unit was tested in accordance with the service manual guidelines and verified to function properly. Duration tests were done on the sprintpack and internal batteries, and they were verified to work as expected. The event trace was received from the vent and confirmed the reported problems, however it could not be recreated during the unit investigation and testing after approximately 27 hours of operation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.